Manufacturer narrative:
On 05-dec-2019, mentor received additional information regarding bilateral breast MRI on (B)(6) 2019 due to history of left breast pain and swelling for one month. The MRI returned with findings of bilateral granuloma, left-sided rupture, and right-sided gel bleed. Capsular contracture initially reported has unknown baker grade. This medwatch report is for the left-sided implant. Refer to manufacturer report number 1645337-2020-00120 for report on the contralateral device. On 30-dec-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a patient experienced a rupture in a breast implant and developed capsular contracture associated with breast implant, seroma and granuloma. During visual evaluation of the sample it was observed to be ruptured. Microscopic examination of the edges of the tear revealed parallel striations. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade unknown, late-onset seroma. Concomitant medical products: 400cc smooth mentor memorygel breast implant, catalog # 3504004bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 450cc smooth mentor memorygel breast implant and experienced postoperative left breast implant capsular contracture and rupture with a development of a late-onset seroma. MRI exhibited intracapsular rupture of the left breast implant. The patient has a history of recurrent seroma around the chronic contracture of the left breast implant. Per the operative report, there was about 120 cc of dark brown watery seroma; it was tested and came back negative for malignancy. As a result, the patient underwent explantation without replacement on (B)(6) 2019.